Event description:
It was reported that the patient expired. The study site was notified that the patient arrested at home. An autopsy was declined by the family. The date of expiration was not provided. No further information could be provided